Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repliform implantation. It was reported that patient underwent incision and drainage of rectovaginal hematoma on (B)(6) 2006 for rectovaginal collection six weeks post pelvic reconstruction. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and uterine prolapse. The patient underwent the concurrent procedure of a transvaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. No additional information was provided.